Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch with uf/importer report number (B)(4) was received on 03apr2019 with the following information: a (B)(6) year old male patient had a suboccipital craniectomy for cyst fenestration. Post mayfield head positioning device placement, while the patient was in prone position, the patient¿s head moved causing left temporal pin site laceration. The laceration was slightly bigger than one inch that required cleansing and sutures. Additional information was received on 15apr2019 indicated that the event happened on (B)(6) 2019. The case proceeded after laceration by pin.

Manufacturer narrative:
The incident reported under mfg was found to be the same incident reported under mfg. Report number 3004608878-2019-00063. All subsequent information will be submitted under mfg. Report number 3004608878-2019-00063. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit was not under pressure, this would not have caused a slippage. When unit was properly positioned and put under pressure, the unit would not have slipped. The device history record review showed no abnormalities related to the reported failure. The device was manufactured in 2014. The reported complaint was not confirmed. Most probable root causes are outlined: worn degraded device (wear and tear). Incorrectly assembled device. Device deficiency identified during procedure. Patient may be under anesthesia. Assumes no other device available. Improper technique used during procedure. Inadequately maintained device used for procedure. Device used with incorrect unauthorized devices accessories for procedure. Improper maintenance. Device identifier: (B)(4).

Event description:
N/a.